Manufacturer narrative:
Belmont instrument corp is not the MFR of this device. It is mfg by smisson-cartledge biomedical, llc. The hosp listed us erroneously.

Event description:
It was reported by (B)(6) that "set up thermacor for blood transfusion. Before initiated use, found blood leaking from the bottom of disposable. Switched to belmont."